Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery measurements were inconsistent. The estimated battery remaining was 90.2 without a value and normally it would display a range of months. The patient was programmed to 2 negative and 3 positive at 1.2v. The manufacturer representative ran the battery estimate with all of the boxes checked and assumed it was an average. The manufacturer representative did not recall the program that was selected when viewing the battery results. The patient only used one program, had never switched, and was getting good therapy. The manufacturer representative had seen the issue before, but did not have the names of the patients or other information surrounding those incidences. Additional information received reported that the patient had been instructed to come in for a 6 and 12 month check-ups so they would revisit it then. The patient¿s therapy was still working and they were not having any issues. The cause of the event was that this was a different model ins and when the longevity measurements were taken on it, the manufacturer representative now knew to subtract the number of months they had had the device from the number that was displayed. Additional information received from the manufacturing representative reported that the battery was showing 83% remaining and between 69-84 months left on each program. This does not make sense to the manufacturing representative since this battery had been implanted for 6 years. Therapy use showed 100%, but it was unknown when that timeframe began. There were no alerts showing. It was reviewed with the manufacturing representative that the battery longevity calculation is accurate unless there is a low battery. The rep confirmed that there was no low battery. When the manufacturing representative attempted to run impedances, all 0 pairs were showing over 4000, she adjusted the pw to 300 and reran. Then impedances were "normal". Then it was noted that 0<(>&<)>2 and 0<(>&<)>3 are both 2912. That was considered elevated and it was suggested to program around them. The patient was on 2.5v at 14 hz with a pulse width of 210us. Eri was at 2.3 years and eos was at 3.19 years. The patient was implanted for urinary dysfunction.